Event description:
Additional information was received which reported that the lead was only 2mm away instead of the 2cm previously reported. Additionally, it was noted that the lead was not repositioned. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The previously reported conclusion codes no longer apply to this event.

Event description:
It was reported that the lead deviated from the planned trajectory while being inserted into the brain. The reporter indicated that a microelectrode recording (mer) was first done. As such, there was a pre-formed tract for the lead. Additionally, a verification probe (rigid tool with lead dimensions) was used to form a tract for the lead. The lead however deviated from the trajectory on the last 2 centimeters. The other microelectrodes were left in place for the implantation of the lead. There were no patient symptoms or injuries related to this event. If additional information becomes available, a follow-up report will be submitted.